Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that blood leaked from the bd vacutainer® ultratouch¿ push button blood collection set during use. The following information was provided by the initial reporter, translated from japanese to english: "blood leakage occurred during blood collection. However, unknown where the blood leakage occurred."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the bd vacutainer® ultratouch¿ push button blood collection set during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "blood leakage occurred during blood collection. However, unknown where the blood leakage occurred."